Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient's mother reported that during sleep the pediatric patient was cramped up and was conscious but not responsive. The cgm was reading 68 mg/dl but the bg was 42 mg/dl. The mother quickly gave the patient a sugary drink and the patient was stable afterward, so no medical intervention was required. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.